Event description:
A caller reported a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, cts provided the caller with information to reset the pump and assisted in doing so. After resetting, the malfunction code did not recur, and the customer was informed they could continue using the pump while advised to call back if the issue reappeared.